Event description:
It was reported the customer was experiencing low blood glucose throughout the day. The customer also reported a high blood glucose event. The customer's blood glucose was 229 mg/dl at the time of the call. Customer also reported receiving sensor error and lost sensor alarms. Customer declined to troubleshoot for their high and low blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.